Event description:
Caller stated that medical attention was sought on (B)(6) 2021 around 6:30am at home. Caller stated that they tested the end-users blood glucose with their prodigy meter and received a result of 350mg/dl. A normal result for this time of day is usually around 150mg/l. The caller stated that the end-user was not able to assist with testing her blood glucose and was not responsive so paramedics were called immediately. There was no food drink or medication consumed while waiting for paramedics to arrive. Paramedics arrived within 10 minutes and tested the end-users blood glucose with their meter and received a result of 22mg/dl. The paramedics administered a glucose IV and transported the end-user to (B)(6) hospital located at (B)(6). The caller does not recall what the end-users blood glucose was when she arrived at the hospital. The hospital checked the end-users blood and oxygen and the end-user was discharged after 3 hours with a blood glucose of 150mg/dl. The end-user was using expired test strips and was educated to never use expired products. No additional information was provided.